Event description:
The customer complained that a non-reproducible, lower than expected vitros amon quality control result was obtained on a mas qc fluid when using vitros amon reagents on a vitros 5600 integrated system. Mas alcohol ammonia control result: 115.8 ¿mol/l vs expected 145.5 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros amon quality control result was obtained on a vitros lpv qc fluid when using vitros amon reagents on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. Results of precision testing demonstrated that the vitros 5600 integrated system was not operating as expected at the time of the event. Acceptable performance was obtained after ocd maintenance actions were performed.